Event description:
It was reported during a routine removal procedure, three driver tips broke. A broken screwdriver tip was embedded in the screw head. The screw head was then removed with a carbide drill so that the plate could be removed. The plate was removed; however, the tip of the screw remained in the patient. This report is related to report numbers 3025141-2023-00318, 3025141-2023-00319, and 3025141-2023-00321 for the other devices involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. Three (3) drivers were returned for evaluation. The returned drivers were examined under magnification. A torsional fracture pattern was identified at the transition between the hexalobe tip and the driver shaft on all three drivers. The drivers were measured: the first driver (batch/lot number 530524) measured 3.34 inches, indicating that the fracture occurred approximately 0.04 inches from the end of the driver tip. The fracture occurred at the transition from hexalobe to the driver shaft. The broken tip of the hexalobe driver was also returned and showed an angled fracture surface, also indicative of a torsional fracture. The second driver (batch/lot number 539523) measured 3.35 inches, indicating that the fracture occurred approximately 0.03 inches from the end of the driver tip. The broken tip of the hexalobe driver was also returned and showed an angled fracture surface, also indicative of a torsional fracture. The third driver (batch/lot number 555893) measured 3.24 inches, indicating that the fracture occurred approximately 0.14 inches from the end of the driver tip. This driver did not have the broken tip returned. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis. Hexalobe tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance; however, due to unknown surgical conditions and based on the information received, the root cause could not be determined.